Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was scratched. No additional information was available. Animas customer support made several attempts to contact the reporter to follow up, but was unsuccessful in reaching the reporter. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the entire display lens was scratched. The pump powered up with the appropriate audible and vibratory functions. The display was dim and discolored with fading text.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.